Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(4) 2016, it was reported that the device would not cut the skin to the thickness on 3:1. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was march 21, 2016 where it was reported that preventive maintenance and the roller, cutter, ratchet pin and spring were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii on june 15, 2016 revealed minor nicks and scratches to the bottom plate as well as the ratchet head and handle. No apparent damage was visible to the cutter or roller. The test mesh passed. Evaluation of the meshgraft ii was performed by zimmer biomet surgical on june 15, 2016 which included being unable to duplicate the complaint, so no parts were replaced. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event ¿the device would not cut the skin to the thickness on 3:1¿ was not confirmed since the repair technician could not reproduce the issue. During initial inspection, there was no visible damage to the cutter or the roller. The reported event was not confirmed since the repair technician could not reproduce the issue. During initial inspection, there was no visible damage to the cutter or the roller. The reported event was not confirmed since the repair technician could not reproduce the issue. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device would not cut skin to the thickness on 3:1. No adverse events were reported as a result of this malfunction.